Event description:
It was reported that a flo-gard infusion pump had a keypad issue. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was serviced on-site by a field service technician. An alarm log review, visual inspection, and battery testing were performed. Functional testing was attempted but could not be performed as the keypad cable was found to be disconnected. The reported condition was verified. The cause of the condition was unable to be determined. To correct the condition, the keypad cable was re-connected. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.